Manufacturer narrative:
Corrected data: b5 - it was also reported the patient experienced shallow chamber. H6 - health effect clinical code: 4581 - shallow chamber. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evalaution: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found the lens optic and haptic torn with debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -17.00/2.0/127 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced for a shorter length lens on (B)(6) 2020 due to excessive vault and elevated iop (22mmhg) without pupil block and angle closure that was assessed on (B)(6) 2020. This resolved the problem. Cause of the event is reported as "over size lens." Reportedly, "patient happy."